Event description:
Medtronic received information that at an unspecified time, this bio-console 560 controller instrument had an error code 53 issue. Use of instrument was unspecified. There was no adverse patient effect reported with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: the reported error code 53 was not verified during preliminary analysis. The instrument booted up normally. The filter was changed as part of preventative maintenance and post repair testing was completed per specification. Additional information b5: medtronic received information that prior to use of a bio-console 560 controller instrument, the customer reported an error code 53. The instrument was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the error/warning message was addressed by stopping the instrument. There was no known damage to the instrument. There was no visual, audible, or performance abnormalities. There was no abnormal electrical event. A hand crank was not used to maintain flow when the issue was identified. Correction section e: the initial reporter's facility name, street 1, street 2 and city have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.